Manufacturer narrative:
Date of occurrence is estimated as (B)(4) 2014 as this was the date of notification, as the customer could not recall date of event. Investigation pending.

Event description:
Caller alleged discrepant inratio high inr result in comparison to the point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.4, poc inr: 1.9. The time between testing was one (1) hour. Therapeutic range 3.0 - 2.3 for the pt. There was no reported adverse pt sequela. There was no additional info provided.